Manufacturer narrative:
(B) (4). The ge service replaced the f3 on the 4a rotor card. The system operates as intended.

Event description:
The customer reported, there was a problem with the rotor card. No patient injury was reported.